Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 12/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 12/28/2016 a medtronic representative, following-up at the site, noted that the reported issue could not be replicated. No further issues have been reported.

Event description:
A site representative, operating room materials technician reported that while loading an exam prior to a procedure, the navigation system monitor blinked intermittently and then resumed video feed. In trouble-shooting, the biomed representative confirmed all external cable connections were properly seated. No further issues occurred. There was no patient present when this issue was identified.